Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 05/2023. (B)(4). Device not returned.

Event description:
It was reported that twelve days post port placement procedure, the device allegedly blocked. It was further reported that the device allegedly difficult to flush. There was no reported patient injury.

Event description:
It was reported through the medical record review process that approximately twelve days post port placement procedure, the port catheter was allegedly blocked, tipped over and had suction problem. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one medical record was provided for review. The investigation is confirmed for the reported blocked connection, suction issue and port body flipping over issue. According to the medical record, approximately twelve days post port placement, port revision was performed for a patient with possibly flipped vascular access port. Findings revealed that port position in normal orientation with mild tilt inferiorly. In addition to that, the port was accessed using intraoperative huber needle, initially able to aspirate some blood however after flushing was no longer able to regain blood return. However, port flushes without issue. Tried manipulating the port slightly to get consistent aspiration however that was unsuccessful. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one medical record was provided for review. The investigation is confirmed for the reported blocked connection, suction issue and port body flipping over issue. According to the medical record, approximately twelve days post port placement, port revision was performed for a patient with possibly flipped vascular access port. Findings revealed that port position in normal orientation with mild tilt inferiorly. In addition to that, the port was accessed using intraoperative huber needle, initially able to aspirate some blood however after flushing was no longer able to regain blood return. However, port flushes without issue. Tried manipulating the port slightly to get consistent aspiration however that was unsuccessful. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the medical record review process that approximately twelve days post port placement procedure, the port catheter was allegedly blocked, tipped over and had suction problem. It was further reported that the port system was removed. There was no reported patient injury.